Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a hospitalization event for diabetes ketoacidosis and high blood glucose. The customer's blood glucose was 182 mg/dl. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of hospitalization was 700 mg/dl. The customer stated diabetes ketoacidosis was the cause of her hospitalization. The customer has been treated with an insulin drip for her high blood glucose. Troubleshooting found insulin was able to exit from the tubing. The customer also stated her basal rates were correct. The customer could not confirm a bent cannula. The customer was advised to change their infusion set, reservoir, and insulin. No additional information provided.